Event description:
Surgeon was using ligasure device during surgery. Device was not cutting correctly and then got stuck and would not open. Device opened after multiple attempts and was removed from or field.